Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's child reported via phone call that their mother had high blood glucose value. Customer's blood glucose value was 400mg/dl. Customer also mentioned about the no delivery alarm which was resolved and the pump was working as designed. The reservoir will not be returned for analysis.